Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue and replaced the illuminator to correct the reported problem. System was tested and verified ready for use. Isi did receive the illuminator involved with this complaint and the reported failure (error 48245) was confirmed and replicated. In logs, error 48245 was found, indicating that the failure occurred in the field. Upon visual inspection, no issues were found that could be related to reported event. The unit was installed in a golden system, and upon powering up, error 48245 was triggered, successfully replicating the complaint. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause was attributed to an electrical failure within the illuminator.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, system error fault 48245 occurred. The customer powered cycled the system and replaced the lamp module, but the issue remained. The intuitive technical support engineer (tse) guided the caller with installing a third illuminator, which resolved the issue. The procedure was being completed as planned, with no reports of patient injury.